Event description:
The hcp reported that in 2006 during the pump refill, the hcp noted the pressure was abnormally high "(difficult to refill) and the morphine flew back at the injection site." The pump was filled with 20ml of morphine 20mg/dl. Three days later, the pt was admitted to the hosp with morphine overdose symptoms. The hcp tried to withdraw morphine from the pump and it was empty. The pump was explanted and replaced the next month. A follow up report will be sent when additional info is received.